Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient experienced a right retroauricular erythema, accompanied by a seroma, on (B)(6) 2020, and was subsequently treated with IV antibiotic and oral steroids (duration not reported), however, the issue did not resolve. The patient underwent a drainage surgery and a fistula closure on (B)(6) 2020. The patient underwent a revision surgery to reposition the receiver stimulator of the device (date not confirmed). The patient was treated with oral antibiotic and topical steroid for 6 months, however, the issue still did not resolve. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.